Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), as soon as deployment system crossed the tricuspid valve, patient went into ventricular tachycardia (vt). Pericardial effusion with cardiac tamponade was observed. It was noted that the pericardiocentesis and intubation were performed. Cardiopulmonary resuscitation was attempted but was unsuccessful and the patient died.  Cause of death was determined as cardiac perforation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.